Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf and death occurred. Patient received an index cardiac ablation for nonischemic ventricular tachycardia on (B)(6) 2024. On (B)(6) 2024, patient experienced ventricular fibrillation categorized as severe and serious as defined by inpatient/prolonged hospitalization with an admission date of (B)(6) 2024 and a discharge date of (B)(6) 2024. Relationship to study device is not related and relationship to the index study procedure is not related. The outcome is recovered/resolved with an end date of (B)(6) 2024. Intervention was unknown. On an unknown date, patient experienced ventricular arrhythmias categorized as severe and serious defined by death. Relationship to study device is unknown and relationship to the index study procedure is unknown. The outcome is fatal. Intervention was unknown. Date of death was (B)(6) 2025. Type of mortality is unknown. The summary of events leading to subject's death was that the patient had 2x ablation procedure and insertion of ICD, recurrent arrhythmias and ICD shocks. On day of death, patient had va (ventricular arrhythmia), 5 ICD shocks, loss of consciousness, "emas", CPR (cardiopulmonary resuscitation). There was no regain of consciousness which lead to death. This clinical study event was originally considered non-reportable, however, bwi became aware on 31-jan-2025 of the patient¿s death and have reassessed the event as reportable. The reportable awareness date for this record is 31-jan-2025.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31301718l and no internal actions related to the complaint was found during the review. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially it was reported in the 3500a initial, ¿on an unknown date, patient experienced ventricular arrhythmias categorized as severe and serious defined by death. Relationship to study device is unknown and relationship to the index study procedure is unknown. The outcome is fatal. Intervention was unknown.¿ additional information was received on 25-feb-2025, which updated this information to the following: ¿on (B)(6) 2025, patient experienced death categorized as severe and serious defined by death. Relationship to study device is not related and relationship to the index study procedure is not related. The outcome is fatal with an end date on (B)(6) 2025. Intervention was none.¿ in addition, during an internal review on 18-mar-2025, noted a correction to the 3500a initial. For the ventricular fibrillation adverse event it was reported, ¿the outcome is recovered/resolved with an end date of (B)(6) 2024.¿ it should have stated ¿. The outcome is recovered/resolved with sequelae and an end date of (B)(6) 2024. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 17-jul-2025 which provided additional concomitant devices of an ¿octaray¿ catheter, carto 3 system and an ngen generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received on 07-apr-2025 which indicated that the ventricular fibrillation adverse event was inactivated. Initially it was reported under the 3500a follow-up #1, "on (B)(6) 2025, patient experienced death categorized as severe and serious defined by death." However, additional information was received on 15-apr-2025 which updated it to, "on (B)(6) 2025, patient experienced cardiac arrest categorized as severe and serious defined by death." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During internal review on 18-mar-2025, noted correction to the 3500a follow-up #1 under "g3. Date received by manufacturer" as processed as 23-feb-2025 and should have been processed as 25-feb-2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).